Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381412 and lot number 4116719. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The actual catheter was split, we noticed when it was advanced into the patient. Then our techs disclosed that they have had a few of them like this. 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No 2. Can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6) 2025 3. Total number of occurrences? One, the team reported more after the fact, but nothing documented and no lot number recorded.